Manufacturer narrative:
Conclusion: penumbra has been informed that this device is available for return and analysis, however, the device has not been received. A follow-up report will be sent once the device has been returned and evaluated. The DHR of this manufacturing lot has been reviewed.

Event description:
The physician was prepping for a case and while opening one of the catheters found it was fractured out of the package. He had also opened a neuron select catheter that was not damaged but said that since the two catheters work together he could not use the neuron select catheter.